Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that stent damage occurred. The patient underwent angioplasty. The target lesion was located in the mildly calcified left anterior descending artery. A 2.75 x 38 synergy drug-eluting stent was advanced for treatment. However, the stent did not deploy because it was damaged in a tortuous anatomy, the procedure was completed with another synergy stent. There were no patient complications nor injuries reported.